Event description:
It was reported that since the patient was implanted with the deep brain stimulator implantable pulse generator, ipg, he has been experiencing intermittent loss of stimulation. His stimulation is on constantly, however on multiple occasions he feels a dramatic return of his pre-existing symptoms. This is preceded by a metallic taste in his mouth. On these occasions his remote control shows that the stimulation is turned off. The patient is able to regain stimulation with the remote control. A database analysis of the ipg revealed that the device appears to be functioning as intended. The patient underwent an ipg replacement procedure, and was doing well post-operatively.

Event description:
It was reported that since the patient was implanted with the deep brain stimulator implantable pulse generator (ipg), he has been experiencing intermittent loss of stimulation. His stimulation is on constantly, however on multiple occasions he feels a dramatic return of his pre-existing symptoms. This is preceded by a metallic taste in his mouth. On these occasions his remote control shows that the stimulation is turned off. The patient is able to regain stimulation with the remote control. A database analysis of the ipg revealed that the device appears to be functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the ipg is lost, and therefore a device analysis cannot be performed.